Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received in the not deployed position. The downloaded data shows the device completed 47 first prime pulses and was deactivated at 57 pulses. A drive stall occurred at the end of the run. The device was paired with a master pdm and a 5 unit bolus was delivered. The needle mechanism successfully deployed during the rerun. The rerun produced timeouts, a drive stall, and an 0x40 alarm. Inspection of the drive mechanism found excessive flash on the commutator cap, interfering with the contact with the rotational sensor. The excessive flash can be confirmed as the cause of the rotational sensor error which caused the device to not deploy by the end of second prime.